Event description:
The facility reports the charge nurse and cna were getting the resident up in the morning. During the lift, the resident moved her right leg enough to cause the bottom right clip on the sling to come loose. The resident fell out and landed on her head. The resident suffered facial and head lacerations, which were treated with glue stitches at the emergency room.